Event description:
The tip of the flexi-tip ureteral catheter broke off during cystoscopy. Additional narrative provided by user facility since original report to cook.

Manufacturer narrative:
(B)(4). One empty opened package and one specimen jar containing a used catheter was received. The device was returned in two pieces in a specimen jar. The longer piece was coiled multiple times and stuffed into the jar. The flexible tip portion measured 9 mm in length and had a nodule protruding where it was melted into the catheter shaft. The catheter shaft measured 69 2 cm in length. Together, the lengths of the two pieces account for the total length of the device. The appearance of the tip was that the bond was not complete. Per the inspection specifications, the finished product is verified 100% by flexing the tips of the catheters to ensure a complete bond. In addition, a statistical sample from each lot of product is pull tested to destruction to verify bond strength. The device history record for the lot of product involved in this case was reviewed, and there were no non-conforming results. Further investigation of the bonding process was carried out to determine the root cause. The catheter tips are bonded to the catheter shaft using a validated bonding process. The bonding process was validated over a range of operating parameters in order to allow for the variability inherent in the materials, equipment, environment, etc. For the current available lots of raw materials, it was found that the best results were being achieved at the high end of the validated operating range. In order to ensure consistency in the bond, a CAPA was opened with the focus of re-evaluating the allowable operating ranges of the bonding process and to increase the sample size for the bond pull test.

Manufacturer narrative:
The user facility recently agreed to return the device involved in the complaint to cook for evaluation. The device was received by cook on (B)(4) 2012 and will be evaluated. Cook will provide additional details to the FDA upon completion of the product evaluation.